Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was high impedances recorded on the right brain lead but the programmed electrodes were not affected. No recent falls were noted. The electrode impedance was tested at 3v. No actions/interventions were taken, the patient was receiving therapy through programmed electrodes. The issue was unresolved. No patient symptoms or further complications were reported as a result of this event. C & 8: high, 29,091 ohms, c & 9: high 21,660 ohms, c & 10: 886 ohms, c & 11: 723 ohms, 8 & 9: high, over 40,000 ohms, 8 & 10: high, 30,211 ohms, 8 & 11: high, 30,211 ohms, 9 & 10: 19,031 ohms, 9 & 11: 18,916 ohms, 10 & 11: 1,101 ohms.